Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. As per part investigation, it was determined that there was thermal damage observed on the assy retractor dwr hh cubie. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the reported issue meds es-sticky drawer was confirmed during fse testing and subsequently validated in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported verified problem found drawer, slide, bearing cage, failing, and retractor band damaged. After replacing slides and reassembly had issues with drawer recognizing open. Ultimately found that gravity caused a misalignment of the draw, closed sensor and hasp. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent strands. During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint drawer is not opening was a crossed continuity between adjacent copper strands in the assy retractor dwr hh cubie (p/n 353844-01), which led to thermal damage not associated with any specific component which compromised the drawer's functionality.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed. A field service engineer (fse) found drawer slide bearing cage was failing and retractor band was damaged. After replacing slides and reassembly had issues with drawer recognizing open. Ultimately found that gravity caused a misalignment of the drawer, closed sensor and hasp. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.